Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 36-year-old female patient who had essure (ess205) (batch no. 623821) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included phlebolith, pelvic adhesions and breast reduction. Concurrent conditions included uterine bleeding, stress urinary incontinence, tenderness, abdominoplasty, chest discomfort, difficulty breathing, dilated veins, amenorrhea, uterine adhesions and dysmenorrhea. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from (B)(6)2007 to (B)(6)2007, medroxyprogesterone acetate (depo-provera) from (B)(6)2007 to (B)(6)2008, nsaids since (B)(6)2007, paracetamol (acetaminophen) since (B)(6)2007 and paracetamol (tylenol) from (B)(6)2008 to (B)(6)2011. In (B)(6)2002, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced device expulsion ("migration of essure device location of device: uterus"), 1 day after insertion of essure (ess205). On (B)(6)2008, the patient experienced pelvic pain ("physical pain/pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6)2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6)2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (uterus only) with lysis of adhesions). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device expulsion, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6)2002 and (B)(6)2007. She states that her husband feels like he is hitting something or it feels like that to her. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: confirmed that the essure device was successfully occluded. Total bilateral occlusion.. Pathology test - on (B)(6)2011: 1. Benign uterine curetting, including fragments of mid secretory endometrium. 2. Morcellized uterine fundus.. Pregnancy test urine - on (B)(6)2011: negative.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 40-year-old female patient who had essure (ess205) (batch no. 623821) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included phlebolith, pelvic adhesions and breast reduction. Concurrent conditions included uterine bleeding, stress urinary incontinence, tenderness, abdominoplasty, chest discomfort, difficulty breathing, dilated veins, amenorrhea, uterine adhesions and dysmenorrhea. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2007 to (B)(6) 2007, medroxyprogesterone acetate (depo-provera) from (B)(6) 2007 to (B)(6) 2008, nsaids since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2007 and paracetamol (tylenol) from (B)(6) 2008 to (B)(6) 2011. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pelvic pain"), 11 months 19 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus/ migration"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and post procedural complication ("post removal complication"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (uterus only) with lysis of adhesions). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, genital haemorrhage, device expulsion, pelvic pain, menorrhagia, dyspareunia, abdominal pain and dysmenorrhoea had resolved and the vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2002 and (B)(6) 2007. She states that her husband feels like he is hitting something or it feels like that to her. Received treatment for pain, bleeding, breakage/ expulsion, migration : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2011: 1. Benign uterine curetting, including fragments of mid secretory endometrium. 2. Morcellized uterine fundus. Pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-new event post removal complication were added. Outcome of dyspareunia , device breakage, device expulsion,updated to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and genital haemorrhage ('gen. Abnorm. Bleed') in a 36-year-old female patient who had essure (ess205) (batch no. 623821) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included phlebolith, pelvic adhesions and breast reduction. Concurrent conditions included uterine bleeding, stress urinary incontinence, tenderness, abdominoplasty, chest discomfort, difficulty breathing, dilated veins, amenorrhea, uterine adhesions and dysmenorrhea. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2007 to (B)(6) 2007, medroxyprogesterone acetate (depo-provera) from (B)(6) 2007 to (B)(6) 2008, nsaids since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2007 and paracetamol (tylenol) from (B)(6) 2008 to (B)(6) 2011. In (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device expulsion ("migration of essure device location of device: uterus"), 1 day after insertion of essure (ess205). On (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (uterus only) with lysis of adhesions). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, depression, anxiety and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2002 and (B)(6) 2007. She states that her husband feels like he is hitting something or it feels like that to her. Received treatment for pain, bleeding, breakage/ expulsion, migration : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2011: 1. Benign uterine curetting, including fragments of mid secretory endometrium. 2. Morcellized uterine fundus. Pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporter information added. Event : abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), gen. Abnorm. Bleed, migration. Outcome of the event pain updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 623821) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included phlebolith, pelvic adhesions and breast reduction. Concurrent conditions included uterine bleeding, stress urinary incontinence, tenderness, abdominoplasty, chest discomfort, difficulty breathing, dilated veins, amenorrhea, uterine adhesions and dysmenorrhea. Concomitant products included ethinylestradiol; norelgestromin (ortho evra) from (B)(6) 2007 to (B)(6) 2007, medroxyprogesterone acetate (depo-provera) from (B)(6) 2007 to (B)(6) 2008, nsaids since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2007 and paracetamol (tylenol) from (B)(6) 2008 to (B)(6) 2011. In (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device expulsion ("migration of essure device location of device: uterus"), 1 day after insertion of essure (ess205). On (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (uterus only) with lysis of adhesions). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device expulsion, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2002 and (B)(6) 2007. She states that her husband feels like he is hitting something or it feels like that to her. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2011: benign uterine curetting, including fragments of mid secretory endometrium. Morcellized uterine fundus. Pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia and dyspareunia. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs and medical record received. Essure lot number, race, explant date, indication were added. Following events were added: device breakage, migration of essure device location of device: uterus, abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish and dyspareunia (painful sexual intercourse). Event outcome updated for: physical pain/pelvic pain. Reporters, medical history, lab data and concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.